Event description:
Related manufacturer report number: 1627487-2022-06518. It was reported that the patient was experiencing ineffective stimulation due to lead migration. This was confirmed via x-ray. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated. Implant date is unknown. Initial reporter reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.